Event description:
It was reported that (1) atw45 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the affiliate that the device could not fire. Opened another device to complete the case. There was no consequence to pt.